Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 62, 72, 69, 61 and 65 mg/dl. The customer¿s expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer was not using proper testing technique and was using alcohol on his fingers prior to testing. At the time of the call, the customer feels well and did not report any symptoms. Wife stated that when customer obtains the low results, he feels dizzy and lethargic. Wife stated that she gives him juice to bring his sugar up. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 217 mg/dl and 237 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/26/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 62 mg/dl, date: n/a, time: 3:06am, fasting. Result 2: 72 mg/dl, date: n/a, time: 3:05am, fasting. Result 3: 69 mg/dl, date: n/a, time: 3:05am, fasting. Result 4: 61 mg/dl, date: n/a, time: 7:50am, fasting. Result 5: 65 mg/dl, date: n/a, time: 7:35am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".